Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up a lead warning was alerted for high undefined impedance on the right atrial (ra) lead. A polarity switch, undersensing during atrial fibrillation (af) and a lead position check failure were also noted. It was also reported that the sensing issues noted on the ra lead occurred during an a surgical procedure involving electrocautery. The ra lead and implantable pulse generator (ipg) remains in use. It was also noted that the alert date on the remote monitoring report was incorrect due to patients monitor is possibly on the disconnected monitor list. No patient complications have been reported as a result of this event.